Manufacturer narrative:
Investigation summary: received one 24ga iag catheter-adapter assembly connected to a miscellaneous extension tubing. The DHR review could not be performed since the lot number for this investigation is unknown. Investigation conclusion: visual/microscopic evaluation: ¿ slight damage was observed on the outer thread of the catheter ¿ damage that scratches the skin was observed on the nose of the adapter water-leak test: ¿ the test was performed by connecting the female end of the extension set to the water test fixture; leaked occurred at the connection. Upon visual observation it was detected the connection between the adapter and the ex. Set was not secure (where leakage occurred). After securing the connection, the test was performed a second time. No leakage was observed and the slight damage observed on the thread of the adapted did not impede the connection. ¿ the test was then performed with the catheter-adapter unit connected directly to the test fixture. No leakage was observed. Then using a lab provided q-syte threaded into the catheter-adapter unit connected to the fixture, the test was performed. No leakage was observed and connections were secure. Root cause description: probable root cause related to leakage: user ¿ it was found that the leakage occurred due to loose connection by clinician. Probable root cause related to foreign matter: manufacturing ¿ the material found on the nose of the adapter was not foreign matter. The material is part of the adapter that became damaged during production. The exact source that caused the damage is unknown but is often attributed to machine (grippers) misalignment issues. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with fm from the catheter adopter and leakage from the connection of the catheter adopter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with fm from the catheter adopter and leakage from the connection of the catheter adopter.